Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not reproduced. However, device inspection found reported e433 existed in a short period at error log, error 433 was related to malfunction of the footpad. Based on the results of the investigation, error e433 is caused by a component failure of the footpad. But the root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator displayed an error e433. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.